Manufacturer narrative:
H3: 81 other - the defective unit/part will not be returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault while on a patient. Furthermore, there was no patient harm reported with this event. The patient was moved to another ventilator.